Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post. All pieces were returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. Although this tasp was manufactured prior to the design change, the root cause of this specific fracture is due to the stack of trays falling over. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the item was found broken in the warehouse as a stack of trays fell over. The item was not broken at hospital or had anything to do with any surgery.